Event description:
It was reported that, a caregiver observed fluctuating blood glucose with episodes of low glucose following correction of highs while the patient used the ilet system. Review of the device report showed a lack of meal announcements over several weeks, which resulted in the system delivering only correction doses and limited its adaptation to meals. The reported symptoms included hypoglycemia following corrections and variable glucose levels. The outcomes included user education on avoiding overtreatment of lows, the importance of consistent meal announcements, consideration of a factory reset, and follow-up with the clinician. The investigation included review of available device data and counseling on operational use. Review of the case revealed use error related to missed meal announcements and potential overcorrection of hypoglycemia, with the ilet algorithm and pump hardware functioning as designed. Based on previously established findings for similar reports, it was concluded that the cause was user interaction factors and use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.